Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient was having some issues with their ins for the last couple of months; they experienced burning sometimes, sometimes just hurt, and they did not know if it had moved. They also noted that their programmer (pp) seemed to be dead that morning, so they changed the batteries, and then it looked like it was trying to connect, but it didn't. Troubleshooting with the pp was attempted but not possible, as the patient was in a car at the time, and couldn't use their pp. It was recommended that they follow up with their healthcare provider about their symptoms and call back if they continue to have an issue with their pp. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was last seen in the office on (B)(6)2017 with no reported issues. They hadn't contacted the office since then about any issues pertaining to a malfunctioning system. They advised the patient to contact the office with any issues.